Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. Potential root cause for this failure mode could be user related (example: contact with sharp object) exposure to petrolatum based products mechanical failure/operator error). The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ''caution: this product contains natural rubber latex which may cause allergic reactions. Sterile: unless package has been opened or damaged. Warning: do not use ointments or lubricants having a petroleum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not desterilize. For urological use only. Valve type: use luer slip syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol.'' The device was not returned.

Event description:
It was reported that the foley catheter balloon was leaking, hence the customer changed to a new one. Per additional information via email from ibc on (B)(6) 2022, customer confirmed that two foley catheter incident occurred on two different patients . Customer also confirmed that no medical intervention was required when changing with new foley catheter for the patients.